Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd¿ 30 ml syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture:yes.

Event description:
It was reported that foreign matter was found in a bd¿ 30 ml syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: 1 sample was returned to sbdm, lot number is unknown, there was fm inside the barrel. Infrared spectrometry (ir) analysis ¿ sbdm conducted ir analysis on the fm, results shows the material of fm was polypropylene, the same raw material of barrel and plunger. House sample inspection: sbdm inspected 60 pcs house sample from lot 1804133, 1804163, 1804233 and 1804243, no abnormality was observed. DHR review: sbdm reviewed manufacturing record for lot 1804133, 1804163, 1804233 and 1804243, no issues were found. Customer complaint record review: sbdm reviewed internal customer complaint record for complaint sample with lot 1804133, 1804163, 1804233 and 1804243, there was no repeat same issue with other customer. Investigation conclusion: from investigations, the likely cause is fm is pp material from the barrel component. The fm might have been accumulated on the index of syringe printing / assembling machine by friction force, due to slight misalignment of the index and index cover. The accumulated pp subsequently got black in the barrel printing process. Since the fm is light (0.001g), sbdm concluded that the fm got into the barrel by moving air operation which is used to push the barrel in index to the next operation of barrel and plunger automatic assembling process. Corrective actions: sbdm had quality training on this customer complaint for syringe assembly line workers and plunger molding line workers. Sbdmimplement enhanced syringe assembly machine cleaning 3 times per day (before work, before lunch time and after finish work). Sbdm maintained the index of syringe assembly machine. Sbdm will continue to monitor syringe component molding process.

Event description:
It was reported that foreign matter was found in a bd¿ 30 ml syringe. There was no report of exposure, injury or medical intervention.